Event description:
It was reported that one of the leads had high impedances and the patient experienced overstimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083026, UDI: (B)(4).